Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the lead was performed. The complete lead was returned, however it was severed in two segments at 21.5 cm from the is-1 pin. The setscrew marks confirmed the terminal connectors were in the correct location. Calcification was found on the distal shocking coil and in the helix housing space. The lead segments passed electrical testing. Once the calcified material was removed, the impedances dropped. Laboratory analysis determined that depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The impedances were around 125-150 ohms. The cause of the observations is unknown at this time. This rv lead was explanted and replaced. No additional adverse patient effects were reported.